Manufacturer narrative:
The insulin pump had motor error alarm during occlusion test and was unable to prime during prime test due to faulty force sensor resistor. The motor passed the motor test. The device passed the displacement, basic occlusion and no delivery tests. It was also received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump has a crack. The blood glucose value was 276 mg/dl. They did not recall how the damage occurred. The device was returned for analysis.